Event description:
The customer alleged an issue with the batteries "leaking" from the laryngoscope handles. The customer stated that there were no issues with previous loads even with the batteries intact when processed in the sterrad nx unit. However, by "mistake" the handles were processed in the sterrad 100s unit and noted several had battery leakage. According to the manufacturer, the device is compatible with the sterrad units, including with the batteries inside the device. But to prevent future reoccurrences, the customer will remove the batteries prior to placing the device in the sterrad unit. There were no injuries reported from the event. The unit is in operation.